Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be ¿user related (example: salt accumulation)/block drainage lumen/no drainage eye.) The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "insert foley catheters only for appropriate indications and leave in place only as long as needed. Cdc guidelines for appropriate indications for indwelling urethral catheter use: ¿ patient has acute urinary retention or bladder outlet obstruction ¿ need for accurate urine output measurements ¿ use for selected surgical procedures ¿ to assist in healing of open sacral or perineal wounds ¿ patient requires prolonged immobilization ¿ to improve comfort for end of life care proper techniques for urinary catheter insertion: - perform hand hygiene immediately before and after insertion - insert urinary catheters using aseptic technique and sterile equipment - use the smallest foley catheter possible, consistent with good drainage - document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in the patient record proper techniques for urinary catheter maintenance: - secure the foley catheter. Use the statlock® foley stabilization device if provided - maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions - maintain unobstructed urine flow and keep the catheter and collection tube free from kinking - keep the collection bag below the level of the bladder or hips at all times - empty the collection bag regularly using a separate, clean collection container for each patient * generally, drainage is accomplished by inserting the catheter through the urethra and into the bladder. However, drainage is sometimes accomplished by suprapubic or other placement of the catheter, such as nephrostomy tract." Corrections: d, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that the patient visited the community nurse as they were concerned about the urine not draining properly. The patient had no pain but has had continuous issues for several weeks. They decided to change the catheter due to lack of urine flow and the due for routine change was 13nov2023. The patient lied supine on the bed, about 7ml of water was removed from the balloon and there was resistance from the catheter and when pulled as hard as it was comfortable for the patient, it was unsuccessful. Then they re-tried to get more water from the balloon but there was nil water present. The catheter was able to rotate 360 degrees without any resistance, but the catheter could not be removed successfully. Then the balloon was re-inflated with new water and they contacted the general practitioner. They spoke directly to the general practitioner and explained the situation. They reviewed and admitted the patient to urology. The patient was seen by a doctor in the emergency department who changed their catheter. The general practitioner's notes confirmed that the catheter was changed on 08nov2023 in the emergency department and the patient reported no issues with the catheter and was currently draining well and an appointment was made for 12 week change.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient visited the community nurse as they were concerned about the urine not draining properly. The patient had no pain but has had continuous issues for several weeks. They decided to change the catheter due to lack of urine flow and the due for routine change was (B)(6) 2023. The patient lied supine on the bed, about 7ml of water was removed from the balloon and there was resistance from the catheter and when pulled as hard as it was comfortable for the patient, it was unsuccessful. Then they re-tried to get more water from the balloon but there was nil water present. The catheter was able to rotate 360 degrees without any resistance, but the catheter could not be removed successfully. Then the balloon was re-inflated with new water and they contacted the general practitioner. They spoke directly to the general practitioner and explained the situation. They reviewed and admitted the patient to urology. The patient was seen by a doctor in the emergency department who changed their catheter. The general practitioner's notes confirmed that the catheter was changed on (B)(6) 2023 in the emergency department and the patient reported no issues with the catheter and was currently draining well and an appointment was made for 12 week change.